Event description:
It was reported that during the procedure, when the device was being fixated in the bone the tip got broken. All the broken pieces were removed from the patient's anatomy. No patient injury was reported. Back-up device was available. No additional bone hole was required to complete the surgery.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.